Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient stopped charging the scs ipg and the ipg was inoperable. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the scs ipg was explanted and replaced with and therapy was established post-operatively.